Event description:
Boston scientific received information that this right atrial lead exhibited potential p-wave undersensing or loss of capture. It was reported that an atrial pace was observed immediately following a p-wave. Sensitivity was noted to be programmed to the most sensitive setting at nominal. Boston scientific technical services discussed programming the device to vdd to prevent an atrial pace in the event of undersensing. No adverse pt effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.